Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported during the implant procedure that there was a small amount of staining seen with contrast when positioning the catheter. Follow-up indicated the staining could result from a dissection but this was not confirmed. The desired position was obtained. No patient complications have been reported as a result of this event.